Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a solution of 4680mg of fluorouracil in 115 ml of 0.9% saline. This condition interrupted therapy. The reporter stated that the line had been primed and the clamp was off. However, the reporter mentioned that when the patient went back to the hospital for disconnection the line was kinked, coiled and taped down, which is not how the line should be connected. When the product was disconnected from the patient it started infusing again. The reporter suspected this was caused by a nursing error. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product code of this device is unknown; therefore, the 510(k) number for this device is unknown. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.